Event description:
Unit was explanted due to a report of rate decrease. No further injury or complications associated with the event. Device exceeded its publised projected longevity. Failure analysis indicates battery depletion due to probable glass corrosion.